Event description:
It was reported that during treatment of a gastric pseudoaneurysm, an embolization coil implant detached prematurely within the microcatheter during positioning. A glidewire was used to push the implant into the pseudoaneurysm. On fluoroscopy the implant was noticed to have stretched from the treatment site down to the hepatic artery. The patient's condition reported to be stable and procedure outcome was successful. There was no reported patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or post procedural images were not provided. The alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.